Event description:
It was reported that the patient experienced stimulation in their rib area and difficulty taking a deep breathe. Also, the patient had less than 50% relief from the therapy. It was determined that the lead component of the implantable neurostimulator (ins) had migrated downwards. A revision was then performed at which time it was observed the anchor pin had moved a few millimeters outside of the silicone sleeve. The anchor was re-sutured in place so that the pin would stay encased within the silicone portion. In addition, the patient was also reprogrammed. The patient status was reported as no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; product ID 3550-39, lot # n316698, implanted: (B)(6) 2012, product type accessory.

Manufacturer narrative:
Corrected information: remedial action other text. If information is provided in the future, a supplemental report will be issued.